Event description:
Pt has melanoma and multiple brain and lung mets. Hospital reports possible 6 month life expectancy. Pt had no previous external beam therapy. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 25gy to 50% isodose line, max dose 48gy. The delivered dose was 38.3gy to 50% isodose line, 76.7gy max. According to the radiation oncologist, 5 brain mets were treated, all small with no critical surrounding tissue. There and no concerns as the dose to the brainstem was low. No significant dose to eyes or optic nerve. If necrosis is taking place, it is in the small volume within the tumor and will probably have an increased therapeutic effect.